Event description:
A caller reported that their blood glucose levels took longer to respond after treatment with the pump. The issue caused the caller's blood glucose to rise above 500 mg/dl, though the specific value was not known and was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from a third party. To resolve the issue, the customer requested a system check, and technical support reviewed the control iq and pump settings. Reportedly, the customer had been using the pump supplies longer than what the user guideline states. The customer was advised to follow up with a healthcare professional, as various factors like stress and lifestyle changes can affect blood glucose levels, which the customer acknowledged and understood.